Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm. No product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection due to a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.